Manufacturer narrative:
A review of the mfg paperwork has been conducted.

Event description:
On (B)(6) 2010, this pt underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. It was reported that the pt was not a good candidate for endovascular repair because of his angled infrarenal aorta. On (B)(6) 2011, a proximal type I endoleak with aneurysm enlargement of an unk amount was identified. It was reported the angulation of the aorta caused the endoleak. On (B)(6) 2011, an intervention was performed whereby an aortic extender component and palmaz stent were implanted for proximal extension. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. Additional info has been requested.